Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2012, the patient presented with symptoms of unstable angina (braunwald classification iib) and was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 2.50x12mm ion stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the site reported that the patient died. Per physician note the cause of death is unknown and no other documents are available except the patient¿s online obituary.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).